Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed all functional testing without duplicating the report. Review of the log file did not show any low batteries or critical errors. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.